Event description:
The user facility reported there was an inability to deliver an impella cp pump for support to an unknown age patient experiencing acute myocardial infarction/cardiogenic shock. There was difficulty placing the impella cp pump across the valve and inability to maintain proper position. The decision was made to remove the impella cp pump and place an intra-aortic balloon pump. There was no report of patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance."

Manufacturer narrative:
The investigation for delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the failure mode was determined to be patient condition as the clinical notes do not state any deviations from best practices. The clinical notes clearly state that the difficulty was with crossing the aortic valve (av) and maintaining proper position due to resistance from patient anatomy. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12132: in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. D4: model number.